Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent deployed in unintended site. Device issue: partial deployment. It was reported that the procedure was to treat two lesions in the lad and a total occlusion in the diagonal. After pre-dilating, the diagonal with another company's 1.5x15mm balloon, the 2.25x13mm pixel was implanted at 7 atm, but it was noticed that the stent did not expand properly. The decision was made not to post-dilate the stent, because the diameter of vessel distal to the stent was only 2 mm. The pixel balloon was deflated and the sds (stent delivery system) was removed, but the stent shifted as the balloon was pulled back. The proximal half of the stent was in the lad and the distal portion was stuck in the ostium of the diagonal. Reluctantly, the stent was post-dilated at this site with the sds. A 'y' stenting technique was performed with another company's stent at the bifurcation after re-engaging the guide wire into the lad through pixel stent. This was successful; however, 50% stenosis remained in the distal area of the diagonal. There were no patient effects reported. A cine of the procedure has been returned for review. No additional event or patient information is available.

Manufacturer narrative:
Quality engineering could not determine a definitive root cause for the difficulty in deploying the stent or the stent movement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without blood visible. There was contrast in the inflation lumen and balloon. The stent had been deployed and was not returned. The balloon had been pressurized and was loosely folded. There was no damage noted to the catheter. Using a new indeflator filled with renografin 60 diluted 1:1 with water pressurized the balloon to 16atm and the balloon pressurized without resistance. The inflation and deflation times were measured and they met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. If the stent is not fully apposed to the vessel wall, stent movement may occur during retraction of the delivery system balloon. The cd cine of the procedure was reviewed by the department clinical analyst. Cine view 19 showed the pixel stent deployment, with the proximal end of the stent positioned at the ostium of the diagonal. After deployment, the stent appeared to have a 'waist' in the mid-section of the balloon, as if not fully expanded, as reported. Cine view 20 is a post-dilatation angiogram view. In this view, the stent is half way in the diagonal branch, with the proximal half seen in the left main. This view confirms the shifting of the stent, as reported. Results from the quality assurance technician's visual inspection of the returned delivery system did not reveal any damage along the delivery system or balloon, or any balloon deformations. Functional testing was performed on the returned rx pixel. The device was inflated/deflated three times, recording both the time it takes to inflate and deflate the balloon. The test results met the product specifications. As no damage was observed on the returned delivery system and the reported partial deployment and difficulty experienced do not appear to be related to a device manufacturing issue, a definitive root cause cannot be determined for the reported partial deployment and difficulty experienced when removing the balloon from the deployed stent. However, it was commented that the ballon may not have been fully deflated at the time of retraction, which can contribute to the shifting of a partially deployed stent within the lesion. Additionally, the provided cd cine does not contain views of the procedure at the moment when the stent had shifted within the anatomy. Unfortunately, lab analysis cannot simulate the exact conditions found during the actual case. In this instance, the exact root cause of the reported problems could not be determined. Product performance engineering will monitor the incident circumstances. It should be noted that in the instructions for use (IFU), it states that the device should be used only for the treatment of acute or threatened closure (the lesion length 25mm or less) following unsuccessful intervention in the case when the reference vessel diameter is 2.25 mm or larger, but smaller than 2.5mm, and for de novo or restenotic coronary artery. Additionally, it states, if necessary, the balloon can be repressurized or further pressurized to assure complete apposition of the stent to the artery wall. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security when exposed to tortuosity. This MDR is considered closed by the product performance group.